Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure with rods, screws and vertebral body replacements. It was reported that some time post-op one of the rods broke. No revision has been scheduled as of yet. No patient complications were reported.